Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence of the customer's report; however, there are no errors that indicate a power shutdown. The log shows the device recognized a battery recalibration condition. This is not an indication of a device malfunction, but that the battery needs to be calibrated to the capacity it can supply based on factors like age. The front panel was inspected and found no discrepancies. The device was recertified and returned to the customer. The customer was sent a battery management pdf to avoid battery related issues as a precaution. The battery used at the time of the report was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.